Manufacturer narrative:
(B)(4). The lot was manufactured from february 23, 2015 to february 26, 2015. The device was received for evaluation. A visual inspection revealed a white particle, approximately 1.98 mm in length, floating in the fluid of the reservoir. Fourier transform infrared spectroscopy identified the particle as acrylic material. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate contained a white floating particle. This was identified before use. The device was filled with an unspecified amount of ceftazidime. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.